Manufacturer narrative:
This MDR was submitted in error. The fm was not in the fluid pathway therefore cannot cause any serious injury or malfunction.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: no sample was returned, but photos were attached showing a centrifuged tube with a piece of gold cap plastic floating in the serum. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5166500. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® brand sst ii advance tubes containing silica and gel after centrifuged was found to have yellow foreign matter in the tube. No injury or medical intervention reported.